Event description:
It was reported that the patient had complaints of chest pain in june; they had a coronary stent placed, however, their symptoms continued intermittently but they were otherwise stable. There were no changes in device parameters. A computerized tomography (CT) scan performed confirmed an obstruction under the outflow graft bend relief proximal to the pump. There were no changes to the patient's condition or anticoagulation status that may have contributed to the obstruction. Plasma was found, but there was no clot. An echocardiography (echo) was performed on (B)(6) 2021. The patient returned to the operating room to have the obstruction removed on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the outflow graft obstruction was confirmed through the computed tomography images provided by the account, however, the extent of the obstruction could not be determined by the pictures alone. A specific cause for the reported obstruction could not conclusively be determined through this evaluation. The examination of the submitted computer tomography angiography (cta) scans showed a suspected obstruction in the outflow graft underneath the outflow graft bend relief. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate 3 lvas IFU (rev. C) and the heartmate 3 lvas patient handbook (rev. D) are currently available. This IFU provides a list of potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The hm3 lvas IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.